Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation summary: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that matrixrib drill bit ø2.2 w/stop l8 2flut, the provided evidence was not sufficient to confirm the reported event of will not cut/dull. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the matrixrib drill bit ø2.2 w/stop l8 2flut would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.501.758. Synthes lot # u370235. Supplier lot # u370235. Release to warehouse date: 10 dec 2020. Expiration date; na. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the one of the matrix rib 2.2 c/top l8 drill bits has no edge, which was evidenced when the bone was drilled. It was solved by changing it for another bit of the same characteristics.